Event description:
It was reported that a pt enrolled in a clinical study underwent a kyphoplasty procedure at level l1. Reportedly, a cement leak was suspected from a post-operative x-ray. Six days post procedure, a CT scan confirmed a cement leak upward out of the treated vertebral body. It was noted that the cement leak was asymptomatic. No additional info was reported. Note: at the time of the event, kyphoplasty products were not approved for distribution in (B)(6).

Manufacturer narrative:
Method - device not returned; followed up with company representative.